Manufacturer narrative:
Additional information: b5, d9, h3.

Event description:
Additional information was received stating the dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hd therapy utilizing the optiflux f180nre dialyzer and combiset bloodlines and the reported blood leak resulting in the patient¿s blood loss, administration of normal saline, and transport to the emergency room with unknown additional intervention. Although it was reported that a blood leak occurred from the connection of the arterial end of the dialyzer and the arterial bloodline, there is no documentation of any defects or damage noted at the connection site prior to the start of treatment. Additionally, there were no other reported issues documented prior to the blood leak that would cause the reported loose connection. No issues connecting the bloodline to the dialyzer were documented. The dialyzer evaluation has not been completed, and the bloodlines were not available for return. It cannot be confirmed what may have caused the connection at the combiset arterial bloodline and arterial end of the optiflux f180nre dialyzer to become loose leading to the reported blood leak. The adverse event was a direct result of the patient¿s arterial bloodline becoming loose from the optiflux f180nre dialyzer resulting in the blood loss which required medical intervention. There is no evidence of a product defect or damage occurring with the combiset bloodlines or optiflux f180nre dialyzer at this time. Based on the available information it cannot be concluded if the combiset bloodlines or optiflux f180nre dialyzer caused or contributed to the patient adverse event or if user error during set-up of the patient¿s dialysis treatment could have potentially led to the event.

Event description:
A user facility biomedical technician reported to fresenius customer service (cs) that a blood leak occurred two hours into a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly coming from the top end of the dialyzer. Additional information was provided upon follow-up with the facility administrator (fa) from the hd clinic. The blood leak was noted to be coming from the connection of the dialyzer and the bloodlines. No alarm was reported. The blood was noted on the floor. The patient reported feeling dizzy and faint. The patient was administered normal saline (ns) and 911 was called. The patient was transported to the hospital and discharged from the emergency room (ER) on the same date. No visible defects or signs of damage were noted on the dialyzer or bloodlines prior to the start of treatment. Further details were provided upon additional follow-up. The total scheduled treatment time was 3.15 hours. The patient¿s vital signs prior to treatment were documented as blood pressure (bp) 146/72, pulse (p) 78, and respirations (r) 18, with no complaints voiced by the patient. The treatment was initiated at 2:45pm utilizing a fresenius 2008t machine, optiflux f180nre dialyzer, and fresenius combiset bloodlines. At 4:23pm blood was noted on the floor next to the 2008t machine. No machine alarms were noted. It was noted that the connection between the arterial end of the dialyzer and the arterial bloodline was loose. The connection was not completely disconnected. The treatment was stopped at this time. The patient¿s blood was returned. The patient¿s vital signs were bp 115/52, p 84, r 18, with complaints of nausea and not feeling well. The patient was administered 1,000cc ns. The patient¿s estimated blood loss was approximately 600ml. 911 was then activated. The patient was transported via emergency medical services (ems) to the hospital. The patient¿s vitals at the time of transport were bp 126/54, p 94, r 16, and no complaints vocalized. It is unknown what medical interventions were provided at the emergency room. The patient had hemoglobin labs drawn (values not provided). The patient was discharged from the emergency room on the same day. The patient returned to regularly scheduled hd treatments on (B)(6) 2025. It was reported that no issues were noted with the set-up of the dialyzer or bloodlines. No issues were documented during the patient¿s treatment prior to the blood leak. The machine settings for arterial pressure were 124 and for venous pressure 114. At the time of the event, the actual arterial pressure was 46 and the venous pressure was 110. The treatment parameters in the blood pressure screen were set as upper systolic 200 and upper diastolic 110. The lower limits were not provided. No further information was provided. The dialyzer sample was confirmed to be available to be sent back for manufacturer evaluation.

Event description:
Additional information was received stating the dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.